Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that the pump had alarmed no disposable clamp tubing. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.